Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A complete lead was returned. The lead tip is normal, no sign of damage or defect. The lead passed electrical test. It is unlikely that lead characteristics caused or contributed to the reported clinical observations. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this brady lead was dislodged and also exhibited phrenic nerve stimulation. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.